Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of peeling or damage observed on the keypad. The contrast key was working, and the ok, down, and up keys were not responsive. The keypad was removed and there was no evidence of contamination under key contacts. During testing, bolus button could not be tested due to bolus button short. Bolus button cover was removed and moisture corrosion was found under the button contact. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was also reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.